Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the histotripsy procedure. The post-procedural acute kidney injury is consistent with the labeled risk associated with large treatment volumes and multiple treatment sessions. Histosonics has incorporated the following warning into its labeling: "consider patient specific risk factors for acute kidney injury (aki) and/or renal failure based on clinical history and procedural scenarios that could increase stress on kidney function, including but not limited to hydration status, planned treatment volume and expected use of imaging contrast agents. Consistent with other liver-directed therapies, treatments involving large treatment volumes or multiple treatment sessions may be associated with an increased risk of aki. Evaluate renal risk and monitor for signs of aki before and after treatment.".

Event description:
On (B)(6) 2026, a 36 year old female patient with a history of colorectal cancer metastatic to the liver received overlapping histotripsy treatments to two lesions in hepatic segments v and vi for a total planned treatment volume (ptv) of approximately 76.1 cc. Following treatment of the second lesion, the patient developed dark red/brown urine with sediment and reduced urine output. The foley catheter was determined to have been improperly positioned at the beginning of the procedure, resulting in inconsistent urine drainage. After the foley catheter was repositioned, additional dark red/brown urine output was observed. Mannitol was administered as a diuretic. Urine color partially cleared but subsequently returned to dark red/brown. Urinalysis on post-operative day two (2) showed 2+ blood with 0-2 red blood cells. The patient continued to produce urine, and the urine color subsequently cleared. Serum creatinine increased from 0.57 mg/dl at baseline to 0.64 mg/dl at the end of the procedure, 0.91 mg/dl later that evening, 1.08 mg/dl on post-operative day one (1), and 1.32 mg/dl on post-operative day two (2). Total bilirubin increased from 0.5 mg/dl to 1.5 mg/dl. Post-procedure, the patient was admitted for observation and management of acute kidney injury. Management included hydration, serial laboratory monitoring, urine-output monitoring, foley catheter repositioning, and administration of mannitol. Dialysis was not reported. The patient was discharged on (B)(6).